Event description:
On 11/11/2009, arthrex received a report of a patient burn at the site of a return electrode pad. This event occurred on the patients left lower leg during a right shoulder arthroscopy. The return electrode pad, along with the electrosurgical console and ablator used in the case, were received at arthrex for evaluation on 11/20/2009. The electrosurgical console and ablator were arthrex devices. The return electrode pad was determined to be a surefit brand pad, ref #410-2000, manufactured by conmed corp. In utica, ny. On 11/23/2009, conmed was notified of the report, along with event details; the return electrode pad was shipped to conmed on 11/23/2009 via ups. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).